Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test and displacement test. No battery errors noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Pump errors found in the insulin pump history (line number = (B)(4) and file number = (B)(4)) due to software error (tt=2252). Unit was received with pillowing keypad overlay, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple unexpected alarms during normal use. Blood glucose level at the time of the incident was 7.8 mmo/l . The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.